Event description:
Device report from depuy synthes reports an event in germany as follows: it was reported that a tfna (trochanteric fixation nail advanced) implant broke postoperatively and was explanted on (B)(6) 2024. No further information was provided. This report is for a 9mm/130 deg ti cann tfna 235mm/left - sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a j&j sales representative. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the patient underwent the nail osteosynthesis in (B)(6) 2022. Then they did rehab and were well mobile, never had pain, fell a lot on her bike and went swimming. In (B)(6) 2023, they had a fall on the basement stairs, and tibial plateau fracture with osteosynthetic treatment. Nail fracture in the proximal femur already described on CT . Increasing pain in the proximal femur since the beginning of 2024, especially after weight bearing. No pain in the left knee.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6 investigation summary: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that tfna fem nail ø9 le 130° l235 timo15 was found broken across the medial locking hole. Both fragments were received, the overall appearance of the device was noted with signs of usage which could have been a result of implantation and explantation. No other issues were identified. A dimensional inspection for the tfna fem nail ø9 le 130° l235 timo15 was not performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the tfna fem nail ø9 le 130° l235 timo15 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Dimensional inspection: n/a. Device history manufacturing location: monument. Manufacturing date: 18-mar-2022. Expiration date: 01-mar-2032 part number: 04.037.945s, 9mm/130 deg ti cann tfna 235mm/left-sterile. Lot number: 708p216 (sterile). Lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection met all inspection acceptance criteria. Packaging label log (pll) lmd rev ad was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 22047supplied by jabil (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.3, tfna lock drive. Lot number: 674p685. Lot quantity: (B)(4). Fifty-three pieces were scrapped in cell at op #10, machine complete, after a tooling breakage. Production order traveler met all inspection acceptance criteria apart from the fifty-three pieces noted. Inspection sheet, met all inspection acceptance criteria. Part number: 04.037.942.2, lock prong, 130 degree tfna. Lot number: 591p643. Lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Part number: (B)(6) , timoagri16.00 lot number: 476p932 lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Certified test report supplied by perryman company dated (B)(6) 2021 was reviewed and determined to be conforming. Lot summary report dated (B)(6) 2022 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.